Manufacturer narrative:
Initial reporter's phone: (B)(6). Investigation summary: customer complaints about the breakage of the spike when the infusion adapter is connected to the infusion bag. The defect is confirmed in picture received with the complaint. Two (2) retained samples were evaluated: visual inspection shows no defects. No issues were found when the infusion adapters were connected to the infusion bag. All components of connector c100, except the membrane, are molded in (B)(4) supplier. After molding, the components are assembled in (B)(4) plant. During assembly process, the operator performs visual inspection of the components. During the packaging process of phaseal product, visual inspection of the product is performed as well according to internal procedures. No quality notifications are found in device history record. Investigation conclusion: broken spike in c100. Inspections in manufacturing area: during assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages (procedure ph-304, ph-081). The operator takes (B)(6) for each (B)(6) and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Conclusion: no defects have been found in retained samples. No qn¿s or other events were found during DHR review. The root cause cannot be established. Rationale: based on the low severity and frequency of the defect (according to ps-001) and acceptable results for retained samples and manufacturing process, it was determined that no CAPA is required.

Event description:
It was reported during use that when attempting to access the connecting secondary set of the bd infusion adaptor c100 with built-in phaseal¿ connector, the tip of the spike broke off with no extra force. No reports of serious injury or medical intervention noted.